Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 8 may 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description : root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale : based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a shield issue occurred with bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "from phone call on 2020-04-10 11:43:40: called consumer back to confirm pen needle went through inner shield. Consumer reported he was an engineer for many years and believes the npe and pe end of the pen needle appears to not be on the same axis as the thread which is causing difficulty when attaching the pen needle to the insulin pen. Stated the pen needle continues to turn and does not meet resistance properly. Stated this happened on 4 pen needles from current box but he was able to attach them to the insulin pen. Stated 1 of the 4 pen needles also went through the needle shield. Stated he believes the needle concentricity specification was violated on the 4 pen needles from this box. Consumer stated he threw away the box and was unable to provide a catalog #. " 4 occurrences were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a shield issue occurred with bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "from phone call on 2020-04-10 11:43:40: called consumer back to confirm pen needle went through inner shield. Consumer reported he was an engineer for many years and believes the npe and pe end of the pen needle appears to not be on the same axis as the thread which is causing difficulty when attaching the pen needle to the insulin pen. Stated the pen needle continues to turn and does not meet resistance properly. Stated this happened on 4 pen needles from current box but he was able to attach them to the insulin pen. Stated 1 of the 4 pen needles also went through the needle shield. Stated he believes the needle concentricity specification was violated on the 4 pen needles from this box. Consumer stated he threw away the box and was unable to provide a catalog #. " 4 occurrences were reported.